Event description:
A malfunction was reported by the customer, displaying error code malf 0. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support provided information on how to reset the pump and assisted the customer in completing the reset. Follow-up by tandem will be necessary due to an incomplete call and a full voicemail when attempting further contact. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.